Event description:
It was reported that pump experienced malfunction code 199 in tandem source, which indicated malfunction on pump with malfunction code 1 displayed and no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for storage mode and for returning malfunctioning pump within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.